Event description:
It was reported that the ilet did not appear charged in the morning despite being placed on the charging pad with a green indicator the prior evening; upon guided repositioning on the pad, the ilet powered on and began charging, and the on-device message cleared, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions, and glucose levels were stable. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.